Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks due to oversensing noise. The patient was to be seen in-clinic to try and recreate the noise issue and test other vectors. The patient indicated that the patient was bending over whilst sitting down at the time of the inappropriate shock. The noise was not able to be reproduced during the in-clinic visit. The episode was reviewed, and boston scientific technical services suspected myopotentials. The noise may be coming from the activation of e.g. Abdominal muscles, dorsal muscles, etc. Technical services recommended close follow-up and more frequent latitude transmission. There were no additional adverse patient effects reported. The device and electrode remain in-service.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks due to oversensing noise. The patient was to be seen in-clinic to try and recreate the noise issue and test other vectors. The patient indicated that the patient was bending over whilst sitting down at the time of the inappropriate shock. The noise was not able to be reproduced during the in-clinic visit. There were no additional adverse patient effects reported. The device and electrode remain in-service.